Manufacturer narrative:
Device evaluated by MFR. Examination of the returned device revealed a kink was observed in the imaging window assembly at 52.0 cm from femoral marker at the proximal end. The sheath assembly was found to have the clear imaging window tubing detached from the blue sheath tubing at the lap joint. This fully exposes the imaging core. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that lost image occurred. The target lesion was located a non-calcified unspecified coronary artery. During the procedure, an opticross imaging catheter was used to view the lesion. The physician performed pullback and lost image occurred. Procedure was completed with another of the same device. No patient complications were reported and patient's status is good. However, device analysis revealed a sheath detachment.